Event description:
Prior to implant, the helix would not extend and retract as expected. A new lead was implanted and the procedure was completed with no patient consequences.

Manufacturer narrative:
The reported helix issue was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination revealed no anomalies. The helix could be extended and retracted within specification.